Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3550-09, lot# n170535, implanted: (B)(6) 2009, product type: accessory. Product ID: 3550-09, lot# n0054064, implanted: (B)(6) 2006, product type: accessory. Product ID: 3387-40, lot# j0454270v, implanted: (B)(6) 2004, product type: lead. Product ID: 748295, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3550-09, lot# n057298, implanted: (B)(6) 2006, product type: accessory. Product ID: 3387-40, lot# j0427905v, implanted: (B)(6) 2004, product type: lead. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 748295, lot# serial# (B)(4), implanted: (B)(4) 2004, product type: extension. Product ID: 37612, lot# serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2009product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the implantable neurostimulator recharger (insr) would not charge and the connector pin broke. The ac adaptor connector was bent 90 degrees. The patient¿s neck was ¿going nuts¿ and his pain was like ¿pre-implant state¿ due to loss of therapy. Additional information received from the health care professional (hcp) reported it was unknown if there was a 50% or greater symptom reduction. The cause of the event was not determined and the issue was device related. No reprogramming was needed. It was reported that the patient¿s implantable devices were off. There was a sudden loss of therapeutic effect and loss of stimulation. The patient symptoms were resolved upon turning the devices on. Additional information received from the patient reported they had received replacement equipment for his device 6 days later and had received assistance from their doctor or manufacturer representative and their concerns were resolved. There was a broken connector on the desktop charger. The anomaly appeared to have occurred through product use.